Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the machine was not switching on. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. In a good faith effort (gfe) response received from the field service engineer (fse), it was stated that the reported device issue could not be confirmed during the onsite service. The fse observed the device and then returned the device to the customer for clinical use without any device issues. The fse stated that the device diagnostic report (drpt) was not available to be provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.